Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint devices are not being returned, therefore are unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that the surgeon broke two 4.75 healix advance kntlss br devices at the same point in the procedure. According to the reporter, after threading four #2 fiberwire¿s through the eyelet, the surgeon pulled the red pull-tab to load the sutures and the distal end of the anchor snapped and fractured. It was reported that this happened on the first anchor, and again when he retried it on the second anchor. It was reported that the surgeon loaded and tried to pull the pull-tab correctly. It was reported that it just seemed that the anchor did not want to allow the sutures to feed through. It was reported that the surgeon used an arthrex swivelock to complete the procedure. It was reported that the surgeon did use the original bone hole, but not the same bone hole. After the second hak broke, he elected to use the swivelock. It was reported the surgeon tried to place the anchor in the hole and it wouldn¿t seat. It was reported that the surgeon then used the arthex tap and re-tapped the hole to make the swivelock work. It was reported that all in all, with the delay of opening multiple anchors and trays, tapping and re-tapping the bone hole, the case was delayed for about 15 minutes total. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.